Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's feet 'burned' all the time while stimulation was on. The patient had had reprogramming done 4-5 times and during his last session on (B)(6) 2012, the patient was informed that the 'lead was in the wrong spot.' The reporter indicated that the patient was working with his healthcare provider (hcp) who needed a print out of the last reprogramming session before he could assess the placement of the lead. If additional information becomes available, a follow-up report will be submitted.